Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 14dec2018. International UDI: (B)(4). Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse determined the issue was with the facility oxygen source and not the device. The fse advised the customer to check their oxygen source. The device was returned to full functionality.

Event description:
It was reported that the unit's oxygen concentrations were too low for the device's alarm to sound. There was no patient involvement. The event date was not specified; estimate used.